Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head returned without bands attached. The trip wire was rolled incorrectly. The handle suction port was broken. The suture thread was in good condition and contained seven knots. The teeth and the suture hole of the ligator housing were in good condition. The device was observed under magnification, and the handle slot did not show insertion marks of the trip wire. A functional evaluation was performed, and an attempt was made to turn the handle. It could not be rotated because it was trapped by the trip wire. No other problems with the device were noted. The reported events of bands unable to deploy and handle won't turn were confirmed. Upon analysis, it was found that the tripwire was rolled incorrectly into the handle, in addition, it was not secured to the handle slot, due to this the knob got stuck and could not turn anymore, which could also have caused the suction port to break, consequently, affecting the deployment of the bands. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat varices. The exact procedure date was unknown. Prior to the procedure, the wheel at the handle could not be turned, and it did not deploy the bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on july 19, 2023: the speedband superview super 7 was used in the esophagus. It was not reported that there was any difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat varices. The exact procedure date was unknown. Prior to the procedure, the wheel at the handle could not be turned, and it did not deploy the bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on july 19, 2023: the speedband superview super 7 was used in the esophagus. It was not reported that there was any difficulty experienced upon setting up the device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. Block h2 (additional information): block b5, d7a, and h8 have been updated based on the additional information received on july 19, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat varices. The exact procedure date was unknown. Prior to the procedure, the wheel at the handle could not be turned, and it did not deploy the bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn.